Event description:
It was reported that the pt experienced intermittent shocking sensations after going through a security gate. The location of the security gate is unk. Her device was on at the time of exposure. The pt was at home in good condition. Further info is being requested from the hcp.